Manufacturer narrative:
Patient demographic information is still pending from the site. Onsite analysis of the system by a representative was unable to replicate the initial event. There were no failures found with the system. The system was found to function as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a posterior fossa procedure. It was reported that there were inaccuracies. This occurred in a posterior fossa case using the axiem, and the surgeon was about 1cm posteriorly. The length of delay and the impact on the patient is still pending. There is case related to this one documented in (B)(4).

Manufacturer narrative:
Correction: event date updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient information not provided due to (b(6) patient privacy regulations. Coding updated to reflect correct analysis. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the reported issue did not cause any surgical delay and there was no reported impact on patient outcome.